Event description:
It was reported that there was an accolade stem and liner revised due to damages of the stem at the trunnion.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.

Manufacturer narrative:
An event regarding stem trunnion wear involving a v40 cocr head was reported. The reported event does not allege a failure of the femoral head. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time.

Event description:
It was reported that there was an accolade stem and liner revised due to damages of the stem at the trunnion.